Event description:
Add'l info rec'd from MFR 10/5/2000: the implantable cardioverter defibrillator (ICD), model 1851, remains implanted and was burried with the pt.

Event description:
Pt with multiple ICD firings, found to be in new complete heart block, with brady-related torsades, resulting in appropriate ICD shocks. Two weeks later, pt underwent reimplantation of ICD. Device upgraded to guidant ventak prism, model 1851. Add'l 2 weeks later pt feeling "power surges" in chest. Went to hosp ER. Unable to contact guidant rep to interrogate the device. Pt discharged from the ER four hrs later. Ten days later, pt comes to pacemaker clinic. Device settings ddd 60-120. Found to have almost incessant pacemaker mediated tachycardia. 1,742 episodes upon device interrogation. "Pvarp" after pvc's was then programmed to on. Pmt intervention was already on. Follow-up visit a week later, pt asymptomatic. Pmt episodes down to nineteen. Pvarp extended to 290ms and rate smoothing programmed on. Death event: then eight days later, pt asleep at home in bed. Woke up at approx 5am complaining of severe shortness of breath. Spouse did not feel pt looked good and called 911. Ambulance took pt to the hosp ER. Received an albuterol nebulization treatment in the ambulance. Still severely short of breath on arrival. O2 saturation 85% on room air. Pt given lasix 80mg IV, captopril 25mg po and placed on 100% "nrb". O2 saturation continued to decrease though pt given further IV lasix, IV morphine sulfate, nitroglycerine and continuous positive airway pressure. The decision was made to intubate. Anesthesia was called. Once pt was intubated pt began to hemodynamically decompensate even with the addition of dopamine. The pt became pulseless, CPR was initiated and the pt expired at 0852.